Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received motor error alarm and button were hard to press. Blood glucose was unknown. Customer also reported that insulin pump received no delivery alarm and battery life was diminished and infusion area was cracked and hard to see during day time. The insulin pump will not be returned for analysis.